Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. The service engineer (se) inspected the device. The se found the lower portion of screen was inoperable and calibration of touchscreen failed. The se replaced the touchscreen and the ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered. No patient harm was reported. Event date not specified, estimate used.